Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater and supply lines of the homechoice cassette and the heater and supply bags respectively, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the heater and supply lines of the homechoice cassette and the heater and supply bags respectively, that led to this alarm. Renal therapy services (rts) assisted the hp to close all clamps and disconnect form the cycler. Rts advised to contact the peritoneal dialysis registered nurse (pdrn) regarding the issue. Proper procedures per the user manual reviewed were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.